Event description:
Additional information was received that noise resulting in oversensing. Rv lead insulation damage was suspected but not confirmed. The rv lead was replaced to resolve this event.

Event description:
It was reported that, noise was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.

Event description:
Additional information was received indicating a lead revision is anticipated but has not yet occurred.